Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-apr-04. The cause of the inability to aspirate was stated as no further information. The patient¿s weight at the time of the event was stated as (B)(6). There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, implanted: (B)(6) 2010, product type: catheter. Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 30 mg/ml bupivacaine at a dose of 7.204 mg/day and 15 mg/ml morphine at a dose of 3.602 mg/day via an implantable pump for non-malignant pain. It was reported that the patient was experiencing a lack of pain relief. It was noted that a rotor/dye study was already performed. The hcp was unable to aspirate from the catheter access port (cap), but the refills had not shown any significant volume discrepancy. The hcp was not suspecting an occlusion at this point. The hcp planned to change the drug to dilaudid and see how the patient responded to the change. The bridge duration was calculated between 41-50 hours based on the pump tubing value used. The representative did not know what concentration would be used with the catheter volume of 0.211 and the primary concentration of 15 mg/ml and 3.602 mg/day. It was considered a sudden change in therapy/symptoms. The event date was (B)(6) 2017 (date is approximate). It was unknown if it was a system issue and it was unknown if it was drug-related at this point. Additional information was received from a manufacturer representative on 2017-mar-31. It was stated that no further actions had been taken with this patient. They were not proceeding with a catheter revision and the patient¿s pain was being controlled much better at this time. The refill volumes were still normal. This was all the information that the representative had. There were no further complications reported.